Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One opened probe was received, with a tip protector, in a tray. The sample was visually inspected and found to be nonconforming with orange/brown foreign material on the port face. The sample was then functionally tested for actuation, aspiration and cut. The sample was found to be conforming for aspiration and cut, and nonconforming for actuation. The probe was disassembled and the components inspected. No/minimal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos a couple gouge marks observed at a couple locations along the inner cutter. The inner cutter was observed to be bent. A review of the device history record traceable to the lot number obtained from the device¿s rfid (radio frequency identification) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation does not confirm the probe had aspiration and cut failures. The cut and aspiration functions of the probe were conforming; however, the observed actuation failure could have caused the probe to not cut and/or the cutter to stay in the port of the needle long enough to obstruct aspiration flow at the time the reported event was observed. A potential contributor factor for the actuation failure is the observed bent inner cutter. How and when the inner cutter became bent cannot be determined; however, a manufacturing related root cause cannot be ruled out. A non-conformance investigation was initiated related to the bent inner cutter. No additional actions have been taken by the manufacturing site as the reported aspiration and cut failures were not confirmed. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The physician reported that the aspiration and cutting failure of the cutter occurred before surgery. The condition of actuation was unknown. The surgery was performed and completed after replacing the product with another probe. The procedure type was unknown. There was no report of patient harm.